Event description:
Revision surgery- the scapula was broken.

Manufacturer narrative:
The root cause for this investigation is the development of a patient infection and the surgeon's process to alleviate the infection. All djo surgical products from the primary surgery which occurred on (B)(6), 2010 were removed in the first stage revision, which took place on (B)(6), 2012. An antibiotic paste was placed in the shoulder to remedy infection; the event is documented in product complaint (B)(4). This report involves the second stage of the process in which the infection was deemed cleared. After the surgeon placed the components in the patient's shoulder, it was discovered the patient's scapula was broken. The outcomes attributed to this event are hospitalization - initial or prolonged. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was a one hour delay in surgery and the revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). A review of the sterilization records indicated the devices received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the revision surgery. A review of the product complaint report history shows this is the 73rd complaint for this part number: 16 for device loosening, 15 due to a broken screw, ten due to dislocation, nine due to infection, seven for trauma, four due to instability, two for dissociation, one for subsidence, one due to surgical technique not being followed, one due to osteoporosis, one for a loose joint, one misalignment, one limited range of motion, one was over reamed, and one for a failed allograft. This is the first complaint for this lot number. The root cause for the broken scapula was not determined with confidence. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect.